Event description:
It was reported that pump screen remained dark and would not turn on despite customer attempts to power it on. There was no reported adverse impact to the customer¿s blood glucose level. Customer followed multiple troubleshooting steps with technical support including repeated button presses, support along bottom of pump, and connecting to known working power source, but pump did not respond and showed only a red light without vibration, so pump replacement was arranged under warranty; customer planned to use multiple daily injections as backup insulin therapy, was instructed to place nonworking pump into storage mode, reenter pump settings and reconnect cgm on replacement pump, and return problematic pump using prepaid label, which customer understood and acknowledged.